Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. It was also reported that an unexpected reset occurred. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.